Manufacturer narrative:
A steris service technician arrived onsite following the reported event. The technician inspected the integrated digital surgical rack and identified charring and evidence of smoke damage inside the unit; however, the technician was unable to identify the root cause of the reported event. The unit was removed from service and returned to steris for further evaluation. Investigation in process. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported smoke was emitting from their integrated digital surgical rack. Procedural cancellations occurred as the facility was evacuated. No report of injury.

Manufacturer narrative:
The integrated digital surgical rack was returned for evaluation. The evaluation revealed that the circuit board, a component within the surgical rack, had shorted causing the unit to overheat and the reported event to occur. No additional issues have been reported.